Event description:
Customer performed a blood glucose test and rec'd a result of 196mg/dl. Customer had symptoms of low blood sugar and drank some orange juice. The ambulance was called and the customer was taken to the hosp. The ER tested the customer's blood glucose and rec'd a result of 34mg/dl, a lab was also performed and the result was 31mg/dl. No controls were being used. A request was made for the return of the suspect device and a replacement was sent.